Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the lung during a laparoscopic lobectomy procedure, the device had an unknown issue. The surgical time was extended 30 minutes or more due to the product problem. The procedure was converted from laparoscopic to open unrelated to the device problem. The event leads to extended patient hospitalization.

Event description:
According to the reporter, while stapling the lung during a laparoscopic lobectomy procedure, the device fired but the staples were loose and did not form correctly. The surgeon performed manual suturing due to the device failure. The surgical time was extended 30 minutes or more due to the product problem. The device failure led to open surgery. The event lead to extended patient hospitalization.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the lung during a laparoscopic lobectomy procedure, the device fired but the staples were loose and did not form correctly. It was also reported that the characteristics of the patient's lung tissue were fibrous and since the first device used was difficult to close on tissue, the use of a device with greater closing power was required which did not work, hence the need for thoracoscopy surgery procedure to be converted to open thoracotomy. The surgeon performed manual suturing due to the device failure. The surgical time was extended more than one hour, and so it required more anesthesia time and later this was in the ICU. The event also lead to extended patient hospitalization. The patient died due to complications related to sepsis however the physician confirmed it was not related to the device failure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.